Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there was a decreased sensing threshold and a loss of capture noted on the right atrial (ra) lead. Lead dislodgement was suspected to be the cause. No intervention has been performed at this time, and the patient was stable with no consequences.